Manufacturer narrative:
Communication confirmed that the equipment lost its power storage function due to long-term use of the battery. No power storage. The battery needs to be replaced. A quotation has been provided to the customer and is awaiting quotation confirmation. The customer rejected the quote, there was no on-site service, and additional information could not be provided. If information is received, the complaint will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Due to characters limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) during use, a patient was rescued by myocardial infarction at 14:00 on (B)(6) 2024. When transferring the patient, it was found that the iabp machine had no battery, which made the machine unusable, seriously affecting the patient's blood pressure perfusion and endangering his life. Another machine was immediately replaced and safely transferred.